Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins made the patient's pain worse than before so she can't get out of bed and enjoy life anymore. The patient said the device was not working for her. An x-ray was done and confirmed the leads had not moved. The patient tried turning the device off, but the pain hasn't changed. The patient said they were going to start a trial for a caudal with a ketamine infusion. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome and a manufacturer¿s representative (rep). The patient reported that the therapy was turning off by itself. The patient reported that she had noticed it after she charged the controller and she would check her device and it would say stimulation off. The patient reported that she had not turned the ins off and was blaming her husband. The patient reported that she met with a rep and he stated that she was only using the ins 19% of the time. The patient reported that this may be why she was in such pain and agony. The patient reported that they put the leads where the trial lead was, and she came out of surgery in pain. The patient also reported that the ins wasn¿t doing anything for her pain. The patient noted that they were charging the controller when they felt the stimulation turn off. The patient reported that this had been happening since implant. The patient reported that she had not fallen, but she had a slight misstep and kind of jolted her back. The patient reported that she was told that would not hurt her ins or leads. The patient reported that the rep changed the frequency on her ins. The patient reported that she was told the ins might need to be charged more than once a week. The patient reported that she had noticed that she was constantly charging, whether it be her ins or the controller. The rep also reported that the patient claimed that her stimulation was turning off by itself after recharging her battery, despite not physically hitting the on/off button. The rep reported that the patient believed this had happened a handful of times dating back to december. The rep reported that there were no environmental factors that contributed to the issue. The rep reported that no diagnostics were performed. However, when they met with the patient, the rep interrogated the battery and ran a report that indicated the device had only been on 19% of the time since the last session in january. The rep reported that the patient indicated to them that she had her stimulation on all the time, despite the report saying otherwise. The rep reviewed with the patient the proper way to turn stimulation on/off. The patient was to keep track of the times she noticed the ins was off after recharging. The rep would review the report the next time they meet to see how much the stimulation had actually been on/off and compare it to what the patient told them. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.